Manufacturer narrative:
(B)(4). The customer reported to have repaired the device. The inspiratory autozero solenoid was replaced. The device passed all testing and was returned to service.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. Additional information regarding the repair of the device has been requested.

Event description:
It was reported that, a ventilator generated a "hardware error" alarm. There was no patient involvement.